Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot/serial# (B)(4), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported the patient's spouse called back reporting ongoing therapy concerns. They have tried programs 5,6,7 but not getting good therapeutic effect on any. Caller stated the managing healthcare professional (hcp) directed patient to contact manufacturer. Caller stated when they increase amplitude too high patient feels pain in the left groin. However they decrease it back down to a comfortable level again. The patient is concerned that the healthcare professional (hcp) did not place the lead correctly and asked if this could be possible. Reviewed it is a possible risk however patient should discuss these concerns with their hcp. Reviewed theory and use of programs and recommended giving each program sufficient time to evaluate symptoms. The caller indicated they plan to schedule an appointment with hcp to address concerns.